Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ckp-4500, 4.5mm poplok suture anchor, was being used during a rotator cuff repair on (B)(6) 2021 when it was reported, ¿anchor broke off and would not go into hole.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. Breakage of the poplok knotless suture anchor is possible if: the bone punch is not inserted to the proper depth; the poplok knotless suture anchor is not properly aligned with the pilot hole; the poplok knotless suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ckp-4500, 4.5mm poplok suture anchor, was being used during a rotator cuff repair on (B)(6) 2021 when it was reported, ¿anchor broke off and would not go into hole.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the (B)(4), 4.5mm poplok suture anchor, was being used during a rotator cuff repair on 24nov21 when it was reported, ¿anchor broke off and would not go into hole.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.